Manufacturer narrative:
Continuation of concomitant: 8637 neuro pump implanted: (B)(6) 2012; 8709 catheter implanted: (B)(6) 2005.

Event description:
It was reported that the patient experienced general weakness and the right ventricular (rv) lead exhibited high/unstable thresholds and intermittent loss of capture. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.